Event description:
The customer reported the system displayed low ma and kv errors. It also failed to produce an image. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The snubber was replaced and calibrations completed. The system was then found to be working as intended.